Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the e-100 to resolve the issue due to repeated recoverable faults experienced by the customer when utilizing the vessel sealer extend (vse) instrument with the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 was analyzed and found to have no failures. This unit was installed into the test system, and it worked fine with the vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fire yell pedal/sync activations were cut/sealed about 100 times and e-100 worked fine without any issue. It was power cycle 10x without any error or issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, an error occurred on the e-100 generator when plugging the vessel sealer extend (vse) instrument into the e-100. When connecting the vse instrument, the e-100 led and power button turned orange, indicating a recoverable fault. The issue reoccurred each time the vse instrument was plugged into the e-100. Intuitive surgical, inc. (Isi) clinical sales representative (csr) power cycled the e-100 and the issue persisted. The customer connected the vse instrument to the erbe vio to continue the procedure. The procedure was completed with no reported injury to the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.